Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the drawer did not open to issue an item. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A technical support specialist connected to the machine, confirmed that all usb-hub power management settings were disabled, rebooted the machine, verified that all drawers were populating properly, and confirmed that the drawer opened successfully and the customer was able to issue the item to the patient. The system functioned as intended after the technical support specialist troubleshot the device.